Event description:
Pt had catheter placed in right internal jugular vein for chemotherapy and bone marrow transplant. According to the surgeon's office notes, the pt had developed thrombosis in her vessels of her right arm and has nerve injury to her right hand. She was not using the catheter as it was clotted. The oncologist requested the catheter be removed. The surgeon ordered CT of her chest because she had history of clots. The surgeon's op note indicates the pt "thrombosed her superior vena cava - one year ago". The pt's explantation was done using local 1% xylocaine with epinephrine and she tolerated the procedure with no complications.

Manufacturer narrative:
The complaint of thrombosis is inconclusive. Returned for eval is one hickman 12.5 triple lumen catheter. During decontamination and upon further eval, all three lumens were found to be occluded. A cross section cut in the catheter was facilitated proximal to the surecuff. A cross section view of the catheter lumens shows all three lumens occluded with a solidified infusate. This problem can be attributed to placement technique, poor user maintenance, or pt condition. The IFU gives descriptive, illustrated instructions for achieving a proper placement. A proper flushing protocol must be followed in order to reduce the risk of occlusion. The instructions for use (IFU) lists clearing a blocked lumen. A lot history review (lhr) of hure3024 showed no other similar product complaint(s) from this lot number.